Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated they felt like they weren¿t getting the effect like they did before. The caller said it occurred about 2 weeks ago. After syncing with the programmer, the stimulation was shown to be on, and the caller was redirected to follow up with an hcp to discuss therapy. The patient also said that they couldn¿t be active when charging because if they breathed, they would lose all the coupling boxes. The patient was getting a call from their hcp and had to go.